Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0136m, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4)

Event description:
A consumer reported they had a loss of therapy and intermittent or erratic therapy. The patient was suddenly shaking all over and they believed it had to do with their patient programmer not working. The patient was able to connect to the implantable neurostimulator (ins) and it showed on and okay. The patient was on group a at 2.75v. The morning of this report, the patient had changed their medication schedule. The patient's indication for use is parkinson's dual and movement disorders.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's device wasn't helping so it was checked with the patient programmer. It was confirmed that stimulation was on. It was also stated that the patient saw their health care provider (hcp) two weeks ago, but was still experiencing shaking. It was stated that the issue began occurring a couple of days ago.